Event description:
During an atrial fibrillation procedure, the sheath was leaking air after insertion. The sheath was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported air leak could not be conclusively determined.